Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced pelvic prolapse, grade 3 bladder prolapse, "significant" urethral hypermobility, cystocele, and stress incontinence. Ref MFR report 9617613-2013-00068.